Event description:
An technician reported trace (dlk) diffuse lamellar keratitis at one day lasik post op visit in the left eye. The steroid drops were increased and the reported issue was resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).